Event description:
It was reported that the unspecified bd¿ infusion set leaked saline from the bottom of the pump during use, and inspecting it showed the tubing had separated at the blue clip. The following information was provided by the initial reporter: "primary tubing was loaded into pump channel and end of tubing connect to patient. Clamp was locked. Pump programmed to 200ml/hr and instead of alarming that patient side occluded d/t clamp. Normal saline was leaking out of bottom of pump. When tubing was taken out of channel and inspected, the tubing seperated at the blue clip. Tubing saved and placed in biohazard bag."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set leaked saline from the bottom of the pump during use, and inspecting it showed the tubing had separated at the blue clip. The following information was provided by the initial reporter: "primary tubing was loaded into pump channel and end of tubing connect to patient. Clamp was locked. Pump programmed to 200ml/hr and instead of alarming that patient side occluded d/t clamp. Normal saline was leaking out of bottom of pump. When tubing was taken out of channel and inspected, the tubing separated at the blue clip. Tubing saved and placed in biohazard bag."